Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One (1) device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly leaked. Though requested, it was not known if there was patient involvement or patient impact.